Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed rite electrical testing, current leakage testing, and fuse testing due to earth leakage and failed rite functional testing due to power failure. A visual inspection was performed and failed due to fluid intrusion and blown power entry fuses. Upon conclusion of the investigation, the cause of the failure was determined to be fluid intrusion. The device was to be scrapped. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.